Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of, treatment for, and outcome of the event was unknown. At the time of this report, peritoneal dialysis therapy was ongoing. No additional information is available.